Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine upgrade procedure upon device removal from the pocket, there was corrosion on the header at each of the ports. "White battery corrosion" was observed. The device was explanted and upgraded. No patient complications have been reported as a result of this event.